Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37713, serial# (B)(4), implanted: (B)(6)2013, product type: implantable neurostimulator. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient first recharged on (B)(6) 2015 and saw the ¿call your doctor¿ icon on the patient programmer (pp). They did not see any error message upon interrogation and was able to successfully charge the patient. Then on (B)(6) 2015, the patient got the ¿call your doctor¿ icon again on the pp. When recharging, there was no code noted. There was premature battery depletion. It showed 50% charge when going to bed then 6 hours later in the morning the stimulation became really strong for about 10 seconds and then the battery just died. Diagnostic testing and troubleshooting would be performed in the future. The issue was not resolved and the cause was not determined. It was later reported that the implantable neurostimulator (ins) was in a discharged state. The patient then charged with no issues.